Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alert noted. The insulin pump was tested with a water filled test reservoir. Several bolus were programmed and delivered. Units left at display properly and match units left at test reservoir. No bolus anomaly noted during testing. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of receiving a low battery alert and experiencing a bolus anomaly. Customer was able to clear low battery alert by changing battery. Customer reported of attempting to bolus 8 units of insulin and received 4 units instead. Customer's blood glucose was 110 mg/dl. Customer was advised that insulin pump would be replaced.